Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery- the patient was experiencing pain due to rotator cuff tear. The surgeon elected to convert the patient to a reverse shoulder prosthesis.